Event description:
It was reported that there was a patient using the purewick female external catheter on the ward and the products was working beautifully on patient skin, except that patient had developed a pressure injury on the labia. They had advised using the wick for overnight only, since the stage 2 pressure injury with pressure relieving at least twice overnight. No medical intervention was reported. Per follow up information received via ibc on 21jan2025, there was no serious injury, or medical intervention. The pressure injury was noted in the morning after using the product overnight. So, in terms of quantity, they could not give exact information on how many nights of used led to injury. Nursing has stopped using the product to give the pressure injury time to heal. The wound has also been monitored. Continence management had not been optimized due to the pressure injury. Because the skin had become fragile from excoriation, as well as other factors including weight, spasms, and patient¿s being a paraplegic, healing the pressure injury had been challenging.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR review could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "warnings: 1. Discontinue use if an allergic reaction occurs. Precautions: 1. Not recommended for patients who are: -experiencing skin irritation or compromise at the site - always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. 2. When using the purewicktm female external catheter, do not use barrier cream on the perineum, as this may impede suction. Recommendations: 1. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. 2. Assess device placement and patient¿s skin at least every 2 hours. 3. Replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood. Removal: 5. To remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.